Manufacturer narrative:
This is one event (unspecified injury) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged the plaintiff's experienced unspecified injuries on an unk date after use of the product.